Event description:
It was reported that the customer was unable to remove the battery cap on their insulin pump. Her blood glucose level was 216 mg/dl. She was advised to disconnect from the insulin pump if the battery was low. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery test. Insulin pump had cracked display window and broken reservoir tube lip.